Manufacturer narrative:
D10 concomitant product: unk-sigadapt, unknown signia egia adapter (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the reload, the reload detached from the handle of the powered stapler during firing. The issue was resolved by resecting and re-stapling. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a procedure involving the reload, the reload detached from the handle of the powered stapler during firing. It was also noted that the staples were poorly formed. The issue was resolved by resecting and re-stapling, and a new reload was used.

Manufacturer narrative:
D10 concomitant product: siglu60a, tri 2.0 siglu60a 60 load unit (lot#n3h2068y). H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the single use loading unit (sulu) had disengaged and that there was poor staple formation. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.